Event description:
As reported, approximately 6 years post op initial right tka, this 76 y/o male patient was revised. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a tka full revision to another company revision knee due to a damaged poly locking mechanism in the exactech knee due to poly wear. Patient was last known to be in stable condition following the event. There is no known medical history for this patient. Two x rays were provided. The product is not being returned due to the implant was sent to the lab and legal at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4937117 200-02-32 - three peg patella 32mm. 4984838 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 5059565 02-010-03-0330 - logic cr femoral cem, right, sz 3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: c, d. The revision reported was likely the result of prosthesis wear and instability. Inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. A contributing factor to the reported tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and instability. Inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. A contributing factor to the reported tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.